Event description:
Customer reports at the beginning of the day for procedures, the computer would not boot up. No room functions. Customer does not have another room for procedures.

Manufacturer narrative:
Field service engineer confirmed customer's complaint, the infimed computer would not boot up. Infimed computer has no power so the pc will not turn on. There was no power to fans (12v) and no power to hard drive (5v). The power supply located inside the pc was not functioning. Fse installed a new power supply, into the infimed pc, powered on unit and booted up with no issues. Fse tested and verified infimed system as per the platinum one service manual. System returned to full service by the customer.